Event description:
Pt was undergoing a lap chole. Per the op report "the clip applier would not close the clips after being fired inside the pt during a lap chole. This clip applier was handed off the field and a new one opened and used" dr (B)(6), dr (B)(6).